Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Mother reported on behalf of her daughter that upon removal a tampon fell apart into pieces. Her daughter was able to remove the tampon pieces and did not seek medical assistance.